Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of 479 mg/dl. Cause of high bg was not known. Customer bolused via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.